Event description:
.

Manufacturer narrative:
The event as reported did not result in any adverse pt outcome or significant delay to the case. Device was not returned for eval and no conclusions can be made at this time. The lot number was not provided and as such a review of mfg records could not be completed. A review of records found no other complaints have been reported for this catalog number to date.